Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: one hickman s/l catheter was returned for evaluation. Functional, gross visual, tactile, and microscopic visual evaluations were performed. The investigation is confirmed for the reported fracture and leak issues, as a split was noted on the catheter body, proximal to the clamping sleeve. A partial circumferential break was noted on the catheter body approximately 0.6cm from the distal end of the clamping sleeve. The surface of the partial complete circumferential break on the catheter body was noted to be granular and glossy. Upon infusion, a leak was observed from partial circumferential break on the catheter. A definitive root cause could not be determined based upon the available information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: b5, g3, h6 (method). H11: h6 (result, conclusion). H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that some time post catheter placement procedure, the line allegedly broken. It was further reported that blood leaking out from cracked line. Reportedly, another repair was performed. There was no reported patient injury.

Manufacturer narrative:
As the lot number for the device was not provided, a review of the device history records could not be performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway.

Event description:
It was reported that some time post catheter placement procedure, the line allegedly broken. It was further reported that blood leaking out from cracked line. There was no reported patient injury.